Event description:
Consumer reported using a patch on his shoulder area and receiving a burn. His skin peeled off; md informed him it was probably a first degree burn.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.